Event description:
It was reported that the hudson/modified trinkle reamer unwound and fell apart into three pieces including a spring. All the pieces were recovered, non fell into the surgical site. No adverse consequence was reported, no medical intervention was required.

Manufacturer narrative:
The reported event was confirmed and it was noted the device would not rotate. The driveshaft was fractured and the input shaft and compression spring were missing from the device. According to a review of the risk documents, the device can experience a primary function loss due to a damaged driveshaft.

Event description:
It was reported that the hudson/modified trinkle reamer unwound and fell apart into three pieces including a spring. All the pieces were recovered, non fell into the surgical site. No adverse consequence was reported, no medical intervention was required.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is completed.